Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the cap flies off in the centrifuge. On 9/16, I received 3 sst tubes.

Manufacturer narrative:
H6: investigation summary: bd received two (2) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper function defects with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode of stopper pop off, bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA 1875009 has been initiated for documentation related to this issue of stopper creepout to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the cap flies off in the centrifuge. On 9/16, I received 3 sst tubes.